Event description:
It was reported that this cart had no a/c power prior to surgery. The cart powers on with the evac but will not turn on from wall power. There was no patient involvement. The investigation found evidence of melting, burning, and charring as well as signs of arching on the power inlet module. No adverse events were reported as a result of this malfunction. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The event is confirmed. Review of the most recent repair record determined that the unit would not power on from the wall. The power inlet module was replaced and resolved the reported issue. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.